Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the ccd driver pcb defect. Based on the result, we concluded that it was caused due to the ccd driver pcb defect. Correction information: g6: 30-day follow-up #1. H3: device evaluated by manufacturer. Additional information: h2: correction, additional information, device evaluation. H6: coding added based on the investigation result: component code, type of investigation, investigation findings, investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
Foggy image, moisture under the led, image disturbance. No pictures available. This event occurred at the time of before use. There was no report of patient harm.